Manufacturer narrative:
Upon closing the lamp cover, the problem was resolved. The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e103" occurred. The problem, as reported to olympus, was identified before a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e103) occurred due to the lamp cover not being closed firmly. The root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.